Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4196, implantable pacing lead, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2013; 6935m, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that a systemic infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.